Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the insulin syringe. The customer reports that the needle from the syringe broke and was stuck in their left arm.